Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber optic cable (foc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The foc was returned and the reported issue was not confirmed. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The fiber optic cable was installed into xi surgeon side cart system. The system was powered cycled 10 times and idle for five minutes with no issues. The probable root cause is attributed to the user stepping on the fiber cable connected to the patient side cart. This issue can be resolved by reseating or replacing the fiber optic cable. .

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that the blue fiber cable (bfc) was stepped on and pulled out of the patient side cart (psc). The caller stated that the bfc ripped out the bfc port on the back of the psc. The procedure was converted to a new psc. T here were no reports of patient injury.